Event description:
I have been on hemodialysis since (B)(6) 2012 at a (B)(6) clinic. I'm not sure how long this has been going on, but I know it has been for a period of time, as I have mentioned repeatedly to doctors, nurses, and techs. No one seems to be too concerned except for me, so I am having to take the bull by the horns. At this time point, every time I finish dialysis, my heart rate is more than 100. It gradually increases during my dialysis treatment. This past monday, my ending heart rate was 125, wednesday it was 120, friday it was 111. I was in the hospital in (B)(6) and had 3 treatments there, and I never reached 100 during those treatments. They use the same bicarb, naturalyte, and the same dialyzer, but they use a different acid bath than (B)(6). I have asked (B)(6) clinic repeatedly for the info on their chemicals, and I feel kind of like I'm getting the run-around. After the 4th or 5th time, they finally told me it was fresenius-made, and they gave me some of the ingredients, but still have not given me all of them. At least it seems that way compared to what I found on the containers at the (B)(6) dialysis floor. I am simply trying to figure out if there is something in greater concentration or a chemical or additive that may be in the fresenius granuflo something in greater concentration or a chemical or additive that may be in the fresenius granuflo that's not in the centrisol ( I think that's what it's called). Is there a way to find out if others were tachycardic before the recall of granuflo and naturalyte? I don't know what else to do or where to go.